Event description:
It was reported that during a general procedure, the device locked up after 4 to 6 clips and one clip folded however not in the middle. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position; however, the firing mechanism was found to be in good condition. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.